Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: b)(4) on 25-feb-2019. The most recent information was received on 19-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain at left side"), genital haemorrhage ("abundant bleedings"), endometriosis ("endometriosis") and uterine polyp ("polyp") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for menorrhagia and endometriosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), fungal infection ("fungus"), the first episode of abdominal pain ("abdominal pain") and abdominal distension ("abdominal swelling"). In 2017, the patient experienced the second episode of abdominal pain ("unbearable pain"). In (B)(6) 2017, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. In (B)(6) 2017, the patient experienced uterine spasm ("contractions like iud was expulsing") and device expulsion ("contractions like iud was expulsing"). On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant) and back pain ("lumbar pain"). The patient was treated with surgery (the patient is currently in pre operatory in order to remove essure). Mirena was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, uterine polyp, fungal infection, abdominal distension, back pain, uterine spasm and device expulsion outcome was unknown. The reporter considered abdominal distension, back pain, endometriosis, fungal infection, genital haemorrhage, pelvic pain, uterine polyp, uterine spasm and the first episode of abdominal pain to be related to essure. The reporter provided no causality assessment for device expulsion and the second episode of abdominal pain with essure. The reporter provided no causality assessment for abdominal distension, back pain, device expulsion, endometriosis, fungal infection, genital haemorrhage, pelvic pain, uterine polyp, uterine spasm, the first episode of abdominal pain and the second episode of abdominal pain with mirena. The reporter commented: it was decided to insert mirena but while doing so, left essure was perforating the uterus and she was ask to do another echography in which it was reported that everything is normal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. A female patient had essure inserted in 2013 and in the following week she experienced pelvic pain, genital haemorrhage and endometriosis. In (B)(6) 2017, she had mirena insertion to avoid bleedings and endometriosis. Pelvic pain and genital haemorrhage are listed events according to both essure and mirena reference safety information, while endometriosis is unlisted also for both suspect products. Since the serious events occurred before mirena insertion, company assess them as unrelated to mirena. Due to positive temporal relationship and safety profile of essure, company considers pelvic pain and genital haemorrhage as related to essure. However, considering endometriosis etiology and also the safety profile of essure, company assess this event as unrelated to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain at left side"), genital haemorrhage ("abundant bleedings"), endometriosis ("endometriosis") and uterine polyp ("polyp") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for menorrhagia and endometriosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), fungal infection ("fungus"), the first episode of abdominal pain ("abdominal pain") and abdominal distension ("abdominal swelling"). In 2017, the patient experienced the second episode of abdominal pain ("unbearable pain"). In (B)(6) 2017, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. In (B)(6) 2017, the patient experienced uterine spasm ("contractions like iud was expulsing") and device expulsion ("contractions like iud was expulsing"). On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant) and back pain ("lumbar pain"). The patient was treated with surgery (the patient is currently in pre operatory in order to remove essure). Mirena was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, uterine polyp, fungal infection, abdominal distension, back pain, uterine spasm and device expulsion outcome was unknown. The reporter considered abdominal distension, back pain, endometriosis, fungal infection, genital haemorrhage, pelvic pain, uterine polyp, uterine spasm and the first episode of abdominal pain to be related to essure. The reporter provided no causality assessment for device expulsion and the second episode of abdominal pain with essure. The reporter provided no causality assessment for abdominal distension, back pain, device expulsion, endometriosis, fungal infection, genital haemorrhage, pelvic pain, uterine polyp, uterine spasm, the first episode of abdominal pain and the second episode of abdominal pain with mirena. The reporter commented: it was decided to insert mirena but while doing so, left essure was perforating the uterus and she was ask to do another echography in which it was reported that everything is normal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. A female patient had essure inserted in 2013 and in the following week she experienced pelvic pain, genital haemorrhage and endometriosis. In (B)(6) 2017, she had mirena insertion to avoid bleedings and endometriosis. Pelvic pain and genital haemorrhage are listed events according to both essure and mirena reference safety information, while endometriosis is unlisted also for both suspect products. Since the serious events occurred before mirena insertion, company assess them as unrelated to mirena. Due to positive temporal relationship and safety profile of essure, company considers pelvic pain and genital haemorrhage as related to essure. However, considering endometriosis etiology and also the safety profile of essure, company assess this event as unrelated to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.